Event description:
Mother reported her son went to the school nurse and subsequently went home due to elevated bg and ketones.

Manufacturer narrative:
The pump was returned for evaluation, tested and meets its specifications. T:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.